Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. The unit was received at the international service center. The technician was unable to duplicate the reported complaint; however, the occurrence of e1104 (backup alarm failed) was confirmed in the device diagnostic log, so cpu pcba will be replaced preventively. Pending arrival of components is awaited.

Event description:
The international customer reported backup alarm failed alarm occurred. There was no patient involvement.

Manufacturer narrative:
The reported complaint was not duplicated but it was confirmed in the diagnostic event log. Cpu pcba was replaced to prevent recurrence. Unit was checked overall, cleaned, run in tests and functionally tested.

Manufacturer narrative:
Cpu board was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was installed in a test ventilator in an attempt to duplicate the reported problem. The test ventilator generated and displayed the reported ¿check vent: backup alarm failed¿ and audible alarm. During debugging found cpu board ls1 buzzer lead 2 at 0 volts and should be at 10 volts when activated. Ls1 buzzer was replaced on the cpu board. Cpu board was re-installed in the test ventilator. This time, no alarms or errors were generated. The audio piezo buzzer (ls1) was opened and a visual inspection of the interior was performed. Cold solders on 330 ohms 5% resistor leads were found. Therefore, the root cause for the occurrence of backup alarm failed was due to the cold solders in the ls1 buzzer of the cpu board.